Event description:
I have had several bad test strips from life scan one touch ultra. I believe the products are defective and are causing unreliable readings causing my health to be at risk not to mention the waste and expense. I contacted the company who didn't want to take my issue serious when I told them they should do a recall on their black test strips one touch ultra. I have no choice to place this complaint to notify the us food and drug adminstration of the issue since you have approved their products to use by consumers who have diabetes. Dose or amount: test strips; frequency: 8 to 10 times. Dates of use: (B) (6) 2009 - (B) (6) 2010.